Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage on the keypad traces and dog chew marks on the keypad assembly. Cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker, dog chew marks on case, minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 174 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.